Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Pt reported; I just had a knee replacement using the mako and I have had excruciating pain and a horrible time for 3 days. I have been in the hospital with complications relating to my knee replacement. Received pain management at the hospital. After discharge experienced breathing difficulties (pt. Has congestive heart failure) was taken to the hospital and was told that the stress from the pain was the cause of it. Was also told at the hospital that she has fluid in her lungs and was given medication for infection and her knee felt hot. Pt. States that they are currently at a rehabilitation center and now pain free.